Event description:
Pacemaker that was put in 2005 had to be removed in 2008 due to: one of the leads was draining the pacemaker battery too fast and was thus deemed to be not working effectively. The pacemaker was: st. Jude medical, identity adxdr, 5380 dddr. This info was taken directly from the st. Jude's pacemaker after it was removed. The defective lead was not removed due to physician's decision that it would be too dangerous to pt. The new pacemaker's info is: medtronic sensia dual-chamber. The procedure was: pacemaker generator change and new right ventricular lead. Dates of use: two years, 5 months.